Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(6) was returned for evaluation. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. Raw log files were not available for analysis. Review of the autolog report revealed a critical battery alarm involving (B)(6) was logged on 03/dec/2021 at 22:58:46. The autolog report will log the battery capacity at the time of the alarm. Since the battery capacity at the time of the alarm was logged as 75%, it is likely the alarm was due to a communication error between the battery and controller. Additionally, a power disconnect alarm involving (B)(6) was logged on 06/dec/2021 at 01:28:59; however, the cause of the alarm could not be determined since raw log files were not available for analysis. As a result, the reported event was confirmed. The battery was lubricated prior to release. Based on the available information, the most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batter y, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Possible causes of the observed power disconnect alarm event can be attributed, but not limited to communication errors between the controller and battery and/or a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after routine log file review, the battery exhibited a critical battery alarm due to a communication error and the battery capacity at the time of the alarm was 75%. The battery was exchanged. No patient complications have been reported as a result of this event.